Event description:
It was reported that this lead was an attempted implant due to when cutting the catheter after deploying the lead it got compromised and had an insulation breach. Function was normal but the physician decided to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field, it was determined that when cutting the catheter after deploying the lead it was compromised, resulting in an insulation breach, due to a combination of factors including manipulation during implantation, and patient anatomy.

Event description:
It was reported that this lead was an attempted implant due to when cutting the catheter after deploying the lead it got compromised and had an insulation breach. Function was normal but the physician decided to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.